Event description:
It was reported that the patient hadn¿t gotten much relief since the device was implanted. One month after initial implant in (B)(6) 2014, the patient hit the implantable neurostimulator (ins) site. The troubleshooting performed to provide insight to the issue was reprogramming. The cause of the event was not determined and it was unknown if it was device related. They changed the lead in (B)(6) and it was unknown how the patient was doing now as they had cancelled their (B)(6) 2015 appointment. The device was moved from the left side to the right side. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the problem resolved on its own and there was "no need." The patient did not have concerns with their device or therapy. The patient had an appointment by phone with their nurse.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fss2, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0fss2, implanted: (B)(6)2014, explanted: (B)(6) 2014, product type: lead. (B)(4).